Event description:
Unk type of implant failed, date of occurrence not known. One person affected.

Manufacturer narrative:
The retunred implant was evaluated and found to meet specifications. The probalbe cause of failure is the reported infection.